Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found to have the brady pacing mode 'off' during a routine follow-up. All other brady and tachy parameters were accurate/no changes noted. Review of device history and patient's chart revealed that the brady pacing mode was correctly programmed to the vvi mode at the last follow-up. The brady pacing mode was reprogrammed from off to vvi and the patient will be monitored for parameter changes at the next follow-up visits. The reason for the mode change could not be explained.